Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold's, failure to capture and noise consistent with myopotential. Technical services (ts) was consulted and explained the lead might of been programmed to unipolar instead of bipolar sense. The lead was explanted and replaced. No additional adverse patient effects were reported.